Event description:
It was reported that during a gastric bypass procedure, after firing they opened the device and found that the staples did not close. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.